Event description:
The customer reported that there were no alarms provided for a pt desaturation event.

Manufacturer narrative:
The hospital biomedical engineer called the remote technical assistance center (r-tac) and reported that no alarms were provided for a pt desaturation event in room 503. No serious injury was reported. A service order was created and a field service engineer (fse) went to the customer site to test the device and gather data for review. The fse was not granted access to the device, as a pt was being monitored at the time of his visit. The fse noted that alarms were being provided by bed d503 and they were being displayed/annunciated at the station the fse retrieved station log files and forwarded them to the facility to review. A review of the log files did not reveal any alarm events for bed d503 during the reported incident timeframe. It is possible that the alarm criteria were not met, or that alarms were turned off during the incident time frame (2008). While on-site, the fse was told by hospital staff that it was believed by the staff that the device was operating properly. The fse was not able to talk with the nurse involved about this incident. The nurse involved in this incident was an agency nurse, and it was not known when she would be working at this site again. There is insufficient info to consider that a device malfunction occurred. No further investigation or action is warranted.